Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 23mg/dl which was treated with some juice. Customer's current blood glucose was 103mg/dl. Customer states that over the last three days had some high and lows. Customer declined troubleshoot for low blood glucose. Insulin pump will not be return for analysis.